Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose proglide device referenced is being filed under a separate manufacturer report number

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with proglide devices, using a preclose technique, via a 6fr sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff miss occurred with the first proglide device. Sutures of another proglide were successfully placed. While attempting to position the next proglide, a 0.035" j-tip guide wire would not cross the hemostatic valve. It was possible to cross with the stiff, straight end of the guide wire. A new 0.035" j-tip guide wire was used successfully to place a second proglide device. The sheath was upsized to 14fr. The tavi procedure was completed and hemostasis was achieved using the preplaced proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to insert the guide wire could not be confirmed as the guide wire used in the procedure was backloaded through the sheath without resistance noted and dissection confirmed no damage or misplacement of the seal valve. A conclusive cause for the reported difficult to insert the guide wire could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.